Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual assessment of returned hta sheath found damage on the sheath and one cervical seal assist (csa) fin. A leak test was performed and no leaks were observed at the damaged area or at any other area of the sheath. Although the damage was consistent with the complaint incident of punctured sheath, there was no leak from the sheath. The most probable root cause for the sheath damage is handling damage.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, they could not pass through the seal integrity check phase and received multiple unexplained fluid loss alarms. It was reported that there was a hole on the sheath. The procedure was not completed due to this event. No patient complication was reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, they could not pass through the seal integrity check phase and received multiple unexplained fluid loss alarms. It was reported that there was a hole on the sheath. The procedure was not completed due to this event. No patient complication was reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be fine.